Manufacturer narrative:
An event of reintervention due to stenosis and heart failure after more than 11 years of trifecta implant was reported. A returned device assessment and histopathological examination could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported event could not be conclusively determined. The surgical intervention was due to valve-in-valve implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had an existing 23mm trifecta valve implanted. During the procedure, the valve was observed to be slipping down and unable to anchor properly, a second 25mm navitor vision valve was selected for implant using an unknown sized flexnav ds, while the issue remain unchanged. Hence, a non-abbott valve was implanted. The patient was stable.